Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7078591.

Event description:
It was reported that the patient developed an infection at the ipg and lead incision sites. It was noted that the incisions were red. The physician believed that the infection was not procedure related and the cause was unknown. The patient was given an antibiotic infusions.